Event description:
Reporter alleged erratic blood glucose readings and stated results were 288 mg/dl back to back with a result of 145 mg/dl performed 15 minutes apart. It was reported customer was unable to find these readings in the meter memory however while searching for them pointed out another set of readings that recently occurred. Reporter stated a result of 327 mg/dl was logged at 7:59, a result of43 mg/dl logged at 8:00, and a reading of 228 mg/dl received at 8:02 no actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.